Manufacturer narrative:
The lead was returned due to dislodgement. As received, a complete lead was returned in one piece. Visual and x-ray inspection did not find any anomalies on the lead. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
Related manufacturer reference number: 2017865-2023-21005. It was reported that the patient presented in the emergency room due to an vibratory alert. Review of the transmission revealed that the implantable cardioverter defibrillator was in backup vvi status. The device was restored. The patient was then scheduled for a device replacement. During the device replacement, it noted that the left ventricular lead was dislodged. The device and lead were both explanted and replaced. The patient was in stable condition post-procedure.